Event description:
Reloadable linear cutter with safety lock out containing 76 titanium staples and integrad knife mis-fired during anastomosis of the colon. Staples did not hold and some bleeding was noted. A new linear cutter was brought onto surgical field.